Manufacturer narrative:
Additional information was requested but was not provided so the reagent and instrument performance could not be fully assessed. The customer used nipro blood collection tubes. The use of nipro sample tubes could be the root cause of the observed discrepancies.

Manufacturer narrative:
(B)(4). (B)(6).

Event description:
The customer complained of elecsys estradiol iii assay values that would gradually decrease over time. The customer stated that 5 patients were tested for estradiol on a cobas 8000 e 602 module. Of which only 3 were found to have the values that would decrease over time and were a reportable malfunction. The customer reported out the 1st run values to the hospital due to the fact the estradiol results fall with time. Estradiol was the only product the customer reported in regards to this decrease values over time phenomenon. The customer is an examination center and the patient¿s clinical symptoms and information are unknown, so it was unknown which results were deemed to be correct. There was no allegation of an adverse event. The e602 serial number was requested but was not provided. A possible cause could be improper sample tubes used to collect the patient samples. The investigation is currently ongoing.